Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of heartmate ii left ventricular assist system (lvas), serial number (B)(6), confirmed damage to the orange and red wires of the driveline that could have contributed to the low speed operation and driveline fault events captured within the submitted log file. (B)(6) was returned assembled with the driveline cut approximately 14¿ from the pump housing and the remaining distal portion of the driveline was also returned. The apical sewing ring was not returned. All parts of the inflow conduit (the inlet tube, inflow conduit flex section, and inlet elbow) were not returned. The outflow graft and outflow graft bend relief were also not returned. The outlet elbow was returned attached to the pump. No evidence of developed depositions or thrombus formations were observed throughout the system. The driveline was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts. Upon removal of the silicone jacket, severe twisting of the underlying bionate layer was observed. The layers were removed, and microscopic examination of the underlying wires revealed a breach in the insulation of the black wire approximately 2.5¿ from the pump housing. Although a specific cause could not conclusively be determined, the breach appeared to be the result of abrasion from the metal braided shield as a result of repetitive flexing of the driveline. It should be noted that damage to the black wire alone could not have caused the low speed operation events observed within the submitted log files while the patient was operating on battery power. The remaining segments of all wires were submerged in a saline bath solution for high potential (hi-pot) testing to further verify the integrity of each wire's insulation. This test did not reveal any additional areas of current leakage. Each wire was then lightly pulled in attempt to reveal any partial or total fractures of the conductors. This pull test revealed that the conductors of the red and orange wires, approximately 18.5¿ from the controller connector, were not intact. The fractures appeared consistent with repetitive flexing and or twisting or the driveline, resulting in conductor breakdown. The remaining portions of the red and orange wires were unremarkable. The observed damage to the orange and red wires could have contributed to the low speed operation and driveline fault events captured within the submitted log file. Incidental finding: examination of the distal portion of driveline revealed that the distal bend relief of the previous driveline repair site was broken and detached from the remainder of the repair site. The relevant sections of the device history records for (B)(6), original driveline, serial number 61076, and replacement driveline, serial number (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 6 of the IFU, entitled "patient care and management", addresses how to care for the driveline. This section notes that the driveline should be inspected daily for signs of damage, such as cuts, holes, or tears, and should never be severely bent or kinked. Section 7, entitled "alarms and troubleshooting", outlines all system controller alarms (including low speed and driveline fault alarms) and the appropriate actions associated with them. Additionally, this IFU warns that the patient must always connect to the power module or mobile power unit for sleeping or when there is a chance of sleep. A sleeping patient may not hear system controller alarms. This section also warns not to use batteries to power the system when the patient is sleeping. The heartmate ii patient handbook, rev. C, is also available. This handbook contains a section on "caring for the driveline." However, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. Section 4, "living with the heartmate ii", contains a section titled "caring for the driveline", which discusses how to prevent damage to the driveline. The user is instructed to check the driveline daily for signs of damage (cuts, holes, tears). The user is instructed to call their hospital contact right away if the driveline is damaged (or might be damaged). The ¿alarms and troubleshooting¿ section outlines all system controller alarms, as well as how to respond to such events. Additionally, the replaced heartmate ii lvad percutaneous lead patient instructions, rev. D, provides care instructions and important precautions regarding replaced percutaneous leads. This document cautions the user: "do not kink or bend the percutaneous lead. Check your lead often to make sure it is free of kinks or sharp bends. A kink or sharp bend in the percutaneous lead may damage the wires inside." And "allow for a gentle curve for your percutaneous lead. Do not severely bend your percutaneous lead multiple times or wrap it tightly." This IFU states to check your entire percutaneous lead (including the spliced area) for signs of damage (cuts, holes, tears). If you discover damage to your lead, report it immediately to your hospital contact person. This document also notes to pay specific attention to the ¿end¿ areas of the splice where the grey tube meets the white tube (both ends). No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Previous driveline repairs are reported in MFR report #2916596-2018-03803 and 2916596-2018-00046. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had driveline faults and low speed advisories on batteries. The patient had a previous external repair and it was too close to the skin to do another external repair. The patient was admitted to the intensive care unit and the ventricular assist device (vad) log files were sent in for review. The log file captured some low voltage hazard events in the log on (B)(6) 2021 while using battery power and appeared there may have been a connection issue between the clip and power lead or maybe the battery clip and 14v battery. They resolved once the power source was changed. Another voltage hazard event was noted on (B)(6) 2021 at 21:11 again on battery power and appeared that both power leads may have been disconnected when changing to charged batteries. There were intermittent driveline fault events noted on (B)(6) 2021 at 02:58, 21:09, and (B)(6) 2021 at 06:00. A low speed advisory event was captured on (B)(6) 2021 at 3:58 while on battery power. Although it was intermittent, it appeared there was driveline damage with a lone low speed advisory on battery and intermittent driveline fault events. The patient underwent a heartmate ii to heartmate ii pump exchange on (B)(6) 2021.